Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a friend or family member regarding a patient with an implantable neurostimulator (ins). It was reported that the patient didn't believe the implant was helping. The patient was implanted (B)(6) 2016 and two days later she hadn't received any improvement yet. Stimulation was on and set on program 4 at 1.4 volts. Actions and interventions included a urine culture, exam, and a sacral nerve stimulation evaluation. The cause of the patient not having therapeutic effect was determined to be a urinary tract infection (B)(6) 2016 and she was treated with antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.